Event description:
Complainant alleged that during patient (age and gender unknown) treatment, the device, in manual mode, did not defibrillate. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. Numerous attempts were made to obtain additional patient and event information from the complainant. All attempts were unsuccessful.